Manufacturer narrative:
Testing and investigation found that the device passed testing; however, a review of the device history indicated touchscreen fail errors. Additional testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during programming the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test. No additional information was provided.